Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl and 60 mg/dl. Customer did not receive a change sensor alert and sensor updating alert. Customer did receive a calibration not accepted alert. The customer declined troubleshooting for cannot find sensor alert. The insulin pump and the sensor will not be returned for analysis.